Event description:
It was reported that the device was used during a hemorrhoidectomy. It was reported that the device did not issue a complete staple line. The case was completed with overstitching. There was no pt consequence.